Event description:
On (B) (6), 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurate readings with the control solution. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Since (B) (6), 2010 the patient obtained control solution results on the reported meter that were both out of range high and out of range low on the reported meter, for the lot of test strips in use. The patient was unable to proceed and test his blood glucose levels. On (B) (6), 2010 at 1:00 am the patient experienced the symptoms of sweating, shaking and headache. The patient administered self-treatment by consuming orange juice, milk and toast. He did not seek any medical attention. The patient takes no diabetes medications. Troubleshooting revealed the patient's control solution and test strips were in good condition and within opened expiration dating, and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the failing control solution test results, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.